Event description:
A vns pt called MFR and reported that he had been recently hospitalized for seizures. It is unk if the pt's seizures were above or below their pre-vns baseline rate. Good faith attempts for further info have been unsuccessful to date.